Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer states that after the catheter had been placed and working fine for approx 24 hours, a leak was discovered just below the molded strain relief on the extensions. The customer further reports that 0.5% chlorhexidine was used to clean the area and the area was completely dried prior to insertion. The catheter was not difficult to handle during insertion. It was not difficult to secure and was secured with suture. The uvc was inserted (B)(6) 2013 and was used for continuous feed. The uvc was removed (B)(6) 2013 and was replaced with a new catheter. The status of the pt is okay.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.